Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011: patient presented with following pre-op diagnoses: cervical spondylosis without myelopathy c5-6; intractable cervicalgia. Procedure: anterior cervical decompression, c5-c6; anterior cervical fusion, c5-c6; placement of biomechanical interbody device at c5-c6 (perimeter); application of anterior plate c5-c6; harvest of local bone autograft; placement of osteopromotive material (rhbmp-2/acs). Per-op: endplates were then prepared with a barreled bur to bleeding bone. The interspace was trialed and the appropriately sized graft was selected. A size 5 x 13 x 12 perimeter implant was inserted, which had been filled with approximately one half of a pledget of bmp. The bmp was used in the interbody space. Some of the bone which had been removed during the decompression, which was harvested, was then placed laterally to the graft.

Event description:
It was reported that the patient presented with pain in her neck. Her symptoms produced a gait disturbance. X-rays and MRI's showed that the patient had some disc space narrowing at c5-c6. The patient had some anterior osteophyte formation and some mild neuroforaminal narrowing at c5-c6. The patient had a pre-operative diagnosis of cervical spondylosis without myelopathy, c5-c6 and intractable cervicalgia. The following procedures were performed- anterior cervical decompression c5-c6, anterior cervical fusion c5-c6, placement of biomechanical interbody device at c5-c6, application of an venture anterior plate at c5-c6, harvest of local bone autograft, and placement of infuse. A 5x13x12 implant was inserted which was filled with approximately one half of a pledget of bmp. The bmp was used in the interbody space. Some of the bone which had been removed during the decompression was then placed laterally to the graft. It was reported that the patient's post operative period was marked by complications which included- the need for additional surgery, pain, nerve damage, nerve impingement, and severe exuberant ectopic bone formation.